Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. At this time, this pacemaker remains in service. No adverse patient effects were reported. According to additional information, this device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. It was noted that the product will be returned to boston scientific for investigation.